Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a (B)(6) female patient contacted zoll customer support to report that she was developing sores under the rear therapy electrode (te) pads. The patient reported that she was on blood thinners and had been using neosporin on the sores. On (B)(6) 2011 the patient contacted customer support to report that the sore had developed into an open sore and was still using neosporin. The patient removed the lifevest due to the sore. It is unknown whether the patient required medical intervention. The clinical outcome of the sores is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.